Event description:
During the middle of the surgical procedure, the pin of the prograsp endowrist instrument came out of the instrument jaws and fell into the patient. The surgeon was able to retrieve the pin. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.